Event description:
During service, a ventilator unit was found to have a check circuit alarm that was triggered during the 2-hour burn-in, indicating a faulty blower. The unit was not in patient use. The blower was replaced to address the issue, and the unit underwent testing. It has now passed all tests and is fully operational.